Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (wrench code 101 - av incompatible) has been confirmed. Upon investigation, the monitor displayed a service code 101 (av incompatible). The monitor programming was corrupted. The root cause for the corrupt programming could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a patient was receiving wrench code 101 (av incompatible).